Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was displaying the "localizer faulted" message on the screen. The manufacturer representative checked the network device interface (ndi) toolbox and found a bump detected error and internal temp error. The probable cause of the issue was suspected to be due to the internal camera complementary metal-oxide semiconductor (cmos) battery. No patient was present when the issue was identified.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that unspecified hardware components were replaced. The navigation system then passed the system checkout and was found to be fully functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.